Event description:
It was reported that a patient was revised approximately fifteen years and ten months post implantation due to pain and loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-02693. D10-medical product (cr) pegged tibial component precoat size 6 item# 00597004502 lot# 60775837, all-poly patella cemented 32 mm diameter item# 42540200032 lot# 64825601, articular surface 10 mm height item# 00595204010 lot# 60796061. G2- new zealand. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Osteolysis along the tibial and to a lesser degree femoral implants; not able to determine definite implant loosening without earlier images; osteopenia identified. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.